Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number gd895789 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal and back pain coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized and began treatment with vancomycin (dose, frequency and route unknown) for the peritonitis with gram stain positive. The cause of the peritonitis was unknown. Five days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. On an unreported date, the pd catheter was removed and pd therapies were discontinued. The patient was switched to hemodialysis. No additional information is available. This is report 2 of 3.